Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated that the quick release mount became detached from mp70 monitor base and that the monitor fell to the floor. No patient or user harm was reported.